Event description:
It was reported that the insulin pump alarmed during the prime process. The drive support cap is protruded. The blood glucose reading is 197 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a motor error during basic occlusion test due to a loose/protruded drive support disk. The device was received with cracked case at display window corners and minor scratched lcd window.